Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01508. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod5 coils. During the procedure, while attempting to advance a pod5 coil through a px slim delivery microcatheter, the physician encountered resistance from the beginning of inserting the pod5 coil. Therefore, the pod5 coil was removed and the physician attempted to advance a new pod5 coil though the same px slim. However, resistance was encountered again during insertion of the new pod5 coil into the px slim; therefore, it was removed. Thereafter, the physician opened a pod4 coil and was able to successfully advance it through the same px slim and detach it the target vessel with no issues. The procedure was completed using ruby coils and the same px slim. It should be noted that the physician did not used a rotating hemostasis valve (rhv) and did not maintain continuous flush; however, a manual flush was performed after every coil insertion. There was no report of an adverse effect to the patient.